Event description:
It was reported that for several days during aspiration of blood under x-ray after using contrast media, a leak was visible.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.